Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor ruptured. It was not reported if patient injury or medical intervention was necessary. In addition, it was not reported what drug was involved in the incident. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: the actual device was evaluated by baxter. The reported condition of "ruptured reservoir" was confirmed. A definitive root cause was not identified during sample evaluation. This issue is being investigated under CAPA-(B) (4).